Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -4.50/2.5/126 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem. Cause reported as other. The lens did not fail to perform as intended. "Wrong data typed by the user resulting in wrong refraction and wrong icl size, we were sure after explanting the icl and redoing all the tests for the patient."